Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient had a bowel leak following a right colectomy procedure. A surgical intervention was needed and the patient was in the hospital for an extended amount of time but was unknown for how long.